Manufacturer narrative:
The previous driveline replacement referenced in this section was reported under medwatch MFR. Report # 2916596-2016-01785. (B)(4). Approximate age of device ¿ 2 years. The pump remains in use supporting the patient; however, the replaced portion of the driveline was received for investigation. The evaluation is not yet complete. No further information was provided. A supplemental report will be submitted when the investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) (B)(6) 2016. It was reported on (B)(6) 2018, that system controller history interrogation performed by the hospital clinician revealed a pump off/low flow alarm. The manufacturer¿s technical services representative reviewed the submitted log file and abnormal speed drops with pump stoppages while the lvad was connected to the power module were confirmed. On (B)(6) 2018, it was reported that the patient was given an ungrounded power module patient cable to use when connecting the lvad to the power module. The manufacturer¿s technical services representative reviewed submitted images of the driveline and the previous percutaneous lead (driveline) replacement did not look damaged. It was also observed that the driveline replacement was close to the exit site and another driveline replacement could not be performed. On (B)(6) 2018, it was reported that the driveline had been externalized about 12-13 cm's from the old driveline exit site and an external driveline replacement was requested. On (B)(6) 2018, an external driveline distal end replacement was performed. On (B)(6) 2018, it was reported that no alarms or issues have occurred since the driveline replacement and a grounded power module patient cable has been in use while the lvad is connected to the power module.

Manufacturer narrative:
The evaluation of the returned portion of the driveline confirmed an issue that could have contributed to the reported event. A technical services representative was onsite on 18apr2018 to perform a distal end driveline repair. A section of the driveline approximately 24.5 inches long was returned for evaluation. Tapes around the driveline was noted from approximately 4 inches to 10 inches and from approximately 12 inches to 15 inches distal to the metal connector. The driveline was tested for electrical continuity in the condition that it was received and did not reveal any discontinuities or shorts. Upon removal of the tapes, tears to the silicone jacket were noted approximately 7 inches and 9 inches from the metal connector. However, the underlying bionate was free of damage. The silicone jacket, clear bionate, and metal braided shield were removed in order to examine the underlying wires. Visual inspection of the wires near the damage to the silicone jacket, approximately 9 inches from the metal connector, revealed breaches to the insulation of the black, brown, and green wires. The green wire redundantly supports motor phase 1; the black and brown wires redundantly supports motor phase 2. The observed wire damage appeared to be the result of mechanical damage to the driveline. Significant abrasions to the insulation of the black, brown, and red wires were also noted approximately 4 inches and 7 inches from the metal connector. However, the remainder of the driveline was submerged in a saline solution for high-potential testing to verify the integrity of each wire''s insulation and this test did not reveal any additional areas of current leakage. If the exposed conductors of the black, brown, and green wires made direct contact with each other or simultaneous contact with the braided shield on either the power module or battery power, the resulting short would have resulted in the speed drop and pump stops that were confirmed through the analysis of the patient''s log files. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.